Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawer had failed and the device was not detected on the bus. A technical support specialist (tss) confirmed that the failed hardware icon cleared after performing a hard reboot and kept the case open for 24 hours to monitor for recurrence. As no further issues were reported during this period, tss proceeded to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure was reported, with the device not detected on the bus. The user attempted a hard reboot. However, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.